Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3. The patient was connected at the time of the alarm. The patient line had not been properly primed prior to patient connection. There were no patient extensions in use. The technical service representative (tsr) had the hp cycle the power. The hc alarmed system error 2367. The tsr had the hp cycle the power, and informed the hp that she would have to setup with all new supplies or perform therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 was an incomplete prime. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.